Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned; follow up correspondence with the territory office found the grater was sent to repairs and refurbished. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was unavailable. Based on the inability to determine a root cause, the need for corrective action was not indicated. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Acetabular graters are dull. Surgeon reamed through the acetabular wall.